Event description:
It was reported that following a monarc sling implantation there is a possibility the patient may have an allergy to the sling but the physician "doesn't think so." An inquiry was submitted to request another sling "to test it." No additional patient complications have been reported in relation to this event.